Event description:
On (B)(6) 2013, patient reported experiencing elevated blood glucose levels. Patient stated she inserted an infusion headset and her blood glucose level rose as high as 473 mg/dl. Patient reported she feels horrible this morning. Patient's target blood glucose level is not higher than 125 mg/dl. Patient stated she changed the headset this morning and her blood glucose level is now lowering. Patient reported her last blood glucose reading was 200 mg/dl. Patient stated she did not require outside assistance. Patient reported having difficulty removing the adhesive and getting it to stick to her body when she inserted the infusion set into her abdomen last night. Patient stated when she removed the infusion set cannula this morning to change the headset she did not see the cannula. Patient reported concern that the cannula is still in her body. Patient manually inserts the infusion sets. Patient stated she did not notice anything unusual about the infusion set when she inserted it. Patient reported she experienced elevated blood glucose levels due to the infusion set. On follow up call on (B)(6) 2013, patient reported she has had no further concerns with her abdomen insertion site. Patient stated her latest blood glucose reading was 137 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the material meets product specifications. Result the used head set and transfer set were visually tested and tests for flow and tightness were performed. The test results were within specifications. Head set is complete. Infusion needle is there and not in the body of the female customer. The problem mentioned by the customer could not be reproduced.